Manufacturer narrative:
After review, this file was found to be non-reportable. Please accept the retraction of 9617604-2024-00314-01.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endotracheal tube was missing the blue connection piece at the top of tube. This was found when opening the packaging. There was no patient involvement and no harm/adverse event reported.